Event description:
During carotid endartectomy, the surgeon wanted to use a shunt and several lemaitre pruitt f3 carotid shunts had dry rot balloons on "blue" end and holes in balloon on "white" end. Case proceeded without incident not using any of the shunts. There were 4 shunts total. Per the sales rep, the packaging has been corrected; the devices are now stored in foil packaging.what was the original intended procedure?carotid endarterectomy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.